Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage were observed and evidence of blood were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. No visual defects were observed. The device was evaluated for the electrical function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced normal smoke during ten (5) 3-second activations. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No smoke and/or steam which could be considered excessive was observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.66 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure. Based on the returned condition of the device, and the results of the investigation the complaint was not confirmed for the reported failure "environment particulates".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was inexplicably abnormally smoky. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was inexplicably abnormally smoky. A replacement device was used to complete the procedure. The hospital did not report any patient effects.